Event description:
A report was received that the patient had discomfort at the pocket site and had difficulty charging. The patient underwent a pocket revision wherein the ipg was relocated. The patient was doing well post-operatively.